Event description:
I had the essure procedure done in (B)(6) 2009 and since then, I have had heavy bleeding, menstrual cramps, and severe abdominal pain since I've had it. My gynecologist has tried everything including birth control because we thought it was hormonal. We've done pain meds and the last straw was doing a possible scope. I have wanted to take them out but it is a procedure that I don't have insurance for so I have to suffer with this implant.